Manufacturer narrative:
As customer declined service, no further service activities were performed by philips. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geopc failed to power up, causing geometry movement issues on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.